Event description:
In a colostomy takedown procedure, after a plcr75b reload had been fired via an idrivec, it was noted that the staples were underformed, and the tissue was only partially transected. The procedure was completed by use of another device. The patient's health was not adversely affected.

Manufacturer narrative:
The plcr75b reload and the 2 devices used concomitantly were all evaluated, and were found to conform to specifications. The root cause of the alleged malfunction could not be determined.